Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor was bubbled. The investigation found that the downstream occlusion sensor was damaged. The reported issue fo downstream occlusion sensor stuck at 1mv was not duplicated. The downstream occlusion sensor was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device downstream occlusion sensor was stuck at 1 mv, the seal was bubbled. There was no patient, or clinician injury associated with these occurrences. It occurred during preventative maintenance. No further details provided at this time.